Manufacturer narrative:
.

Event description:
A report was received that the pt underwent a pocket revision due to sensitivity at the pocket site. The pt was reportedly doing well following the procedure.